Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on august 05, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site, subsequently, the patient was treated with topical antibiotics (date not reported). Clinical management of the patient is ongoing. The implanted device remains.